Event description:
Ambulance crew responded for above pt who was in severe respiratory distress. During treatment of pt the cardiac monitor was applied and failed to provide an accurate EKG tracing of pt cardiac status. Through troubleshooting, it was determined to be an internal device failure. All equipment safety checks had been completed that day by the crew operating the device.